Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all info known by the reporter upon query by hospira personnel.

Event description:
The device was returned to the svc ctr with a report from the customer contact that the device was missing a label. This does not indicate a reportable malfunction. However, during verification testing at the svc ctr, it was noted that the device regulator closer did not close the flow regulator actuator when the cassette door was opened, causing unrestricted flow to occur.